Event description:
I was using the safire blu duo ablation catheter for an atrial flutter ablation. There was a steam pop associated with this. This steam pop was not associated with a change in impedance or temperature. Steam pops can be very dangerous and be associated with tamponade and pericardial effusions.